Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (a female infant weighing 2776 g was delivered from footling breech. The previa was complete and extended fair way up the uterine surface. The myometrial portion was incised.), fall and fracture. The patiently has negative htn and her reproductive history: lmp: 3 weeks ago. Concurrent conditions included anxiety and depression. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues ") and weight increased ("weight gain "). The patient was treated with surgery (underwent partial hysterectomy on (B)(6) 2017). At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder and weight increased outcome was unknown. The reporter considered genital haemorrhage, menstrual disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received:the event abnormal bleeding(general ) added and event pelvic pain outcome added as recovered. Reporter added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues ") and weight increased ("weight gain "). The patient was treated with surgery (underwent partial hysterectomy ). At the time of the report, the pelvic pain, menstrual disorder and weight increased outcome was unknown. The reporter considered menstrual disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal bleeding(general)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section (a female infant weighing 2776 g was delivered from footling breech. The previa was complete and extended fair way up the uterine surface. The myometrial portion was incised.), fall and radius fracture. The patinety has negative htn and her reproductive history: lmp: 3 weeks ago. Concurrent conditions included anxiety and depression. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), weight increased ("weight gain") and menorrhagia ("menorrhagia"). The patient was treated with surgery (supracervical hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, menstrual disorder, weight increased and menorrhagia outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, menstrual disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure device successfully occluded. Most recent follow-up information incorporated above includes: on 17-may-2018: pfs received:the event menorrhagia added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.